Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: mat: 363095. Lot: 1329994. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper popping off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper popping off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes it was reported that the lid had come off and the blood had spilled. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: ¿incident occurred at orsett the other day with a blue blood collection tube. Incident 1: while taking a patient¿s blood the lid came away from the tube, supervisor was informed and patient was rebled. Incident 2: patient¿s blood was taken and the tube was put in the foam brick, once received at the hub it was reported that the lid had come off and the blood had spilled. Concern is that there is a fault with this batch of tubes.¿